Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a valve issue is confirmed and appears to be supplier related. One 22 ga x 0.75 in safestep infusion set was returned outside of the package for evaluation. The product label was also provided. The safety mechanism was returned activated. Dried blood residue was observed surrounding the blue valve at the y site. The sample was flushed with water using a 12 ml syringe and a bead of water was observed to form at the blue valve. Additional fluid was observed to leak with a pressurized pulsing motion. The y site valve was removed from the hub in order to inspect the component. Microscopic observation revealed a oval shaped impression on the stem of the valve leading up to the upper fillet. A similar impression was observed on the low section of the valve. The location was aligned with the upper impressions. The irregularities observed on the valve are likely contributing factors to the reported complaint of a leak; therefore, the complaint is confirmed. The supplier has been notified of this complaint. A lot history review (lhr) of asdts0167 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during aspiration for blood return, the blood stuck in y site. Thus the rubber stopper was suspected abnormal. No other information was provided. On (B)(6) 2020- returned sample leaked.